Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the packaging cartons of sample was missing the green ground and red/white stim electrodes. There was no damage to the carton. The packaging pouch was not returned. The wire harness was not wrapped in tape. The roberts valve was misaligned/lodged further into the pilot balloon. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and the sample gradually deflated over time. For further analysis, a leak test was performed on the sample by submerging the balloon and inflation assembly, at separate times, and bubbles (leakage) occurred where the inflation tube notch is located. The inflation tube appeared to be slightly dislodged from the tube. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the surgery, it was found that one endotracheal tube had no circuit lead and another endotracheal tube was leaking the air. No patient involved.